Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant on an unknown date in (B)(6) 2011. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the device associated with this complaint was not returned and therefore cannot be assessed. The design & clinical risk management (dcrm) document for prodisc-l adequately addresses this complaint. Potential causes as outlined in the dcrm include the following: patient selection: correct source of pain not determined & inherent risk in spinal procedures (treatments not always effective); device misplacement (captured separately on dcrm); other risks also could result in pain (captured separately in other risks listed on dcrm); and design not appropriate. Current controls for this risk include surgeon training and surgical technique describing biomechanics, device design, patient selection, and appropriate techniques for correct implantation of device. Note that synthes requires all surgeons to complete comprehensive surgeon training prior to using the product. This training involves one day training by expert faculty and includes hands-on instruction of implantation of the prodisc-l device using cadaveric models. Biomechanics and clinical study results are used to validate the design are the additional controls related to design not appropriate. Pain is an inherent risk with both fusion and non-fusion devices, and is often related to proper patient selection. Back and lower extremity pain either singularly or in combination is currently listed in the summary of safety and effectiveness for pro-disc l, and the overall rate of occurrence reported is consistent with the clinical history for the device. Based on the information provided, it is not possible to determine if the device design contributed to the alleged harm. In the case that the design could have contributed, appropriate controls are in place for the failure mode "design not appropriate." The complaint is deemed indeterminate. Device was used for treatment, not diagnosis.

Event description:
It was reported that a pro disc-l was removed due to continued pain. The original implant date was (B)(6) 2011. The product was explanted on (B)(6) 2013. There was no delay in the procedure. The product was reportedly not broken or damaged. The patient was revised to fusion at l4-5. The device is in the possession of the patient and will not be returned. This is report 2 of 3 for complaint (B)(4).